Manufacturer narrative:
The evaluation of the returned percutaneous lead (lead) confirmed the report of a potentially compromised lead. A distal end percutaneous lead replacement was performed and approximately 16 inches of the external portion/distal end of the lead was returned. Electrical continuity testing performed on the lead found that all wires were electrically intact. The shielding and bionate layers were removed and examination of the underlying wires revealed a breach in the insulation of the black wire approximately 14 inches from the metal connector. The underlying conductors of this wire were exposed. The insulation breach of the black wire appeared to be the result of mechanical damage; however, a specific time and cause of the observed damage could not be conclusively determined through this evaluation. Examination of the remainder of the lead segment under a microscope and high potential testing did not identify any additional areas of compromised wire insulation. If present while the pump was in operation, the insulation breach of the black wire would have interrupted pump function as a result of the exposed conductors potentially contacting the braided shield and shorting to ground if the device was supported by the power module. This short would have caused the reported low speed events. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 3 months. The pump remains in use supporting the patient; however, the external portion/distal end of the percutaneous lead that was replaced was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. On 06/13/2016, it was reported that the patient presented to the clinic and the system controller was exchanged due to the power connection lead having some visible wear and tear. The patient was doing well after changing the system controller; however upon leaning forward, a low speed alarm occurred. The patient was instructed to lean forward again and the low speed alarm recurred. The patient remained asymptomatic. The submitted log file from the patient's primary system controller reviewed by the manufacturer's technical services representative did not show any issues in the history going back to (B)(6) 2016. It was noted that the patient was on battery power for the entirety of the system controller data history file. The second log file from the patient's backup system controller showed several low speed operation and low flow hazard alarms while the system controller was connected to a patient cable. Multiple speed drops down to 2020 rpm were also recorded. The data indicated that the patient was connected to a patient cable on one power lead and an external battery on the other when these speed drops occurred. Submitted x-rays did not show any obvious areas of internal damage. On (B)(6) 2016, the manufacturer's technical service representatives performed an on-site evaluation of the patient's percutaneous lead. The reported pump stoppages were unable to be reproduced before the repair began. After the replacement of the external distal end portion of the percutaneous lead, no speed drops or pump stops were observed while the system was connected to the power module with the use of a grounded patient cable. No further information was provided.